Manufacturer narrative:
(B)(4). Batch #u93d04. Investigation summary: the device was received with the hand activation contacts damaged. In addition, the tissue pad was detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torqueing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test, or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The specific cause for the damaged hand activation contacts could not be determined. An additional investigation has been opened to determine the root cause of this type of damage for ace+7 devices. One potential cause may include inadvertent damage to the hand activation contacts during assembly. To avoid damaging the contacts, it is recommended to assemble the device in a vertical fashion. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a "relax pressure on blade" alert screen was displayed by the generator. Changed to another device, but the same problem happened again. Changed to a third device to complete surgery. There was no patient consequence reported. No additional information can be provided.